Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for evaluation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears typical. However, it appears used as there is biological material present on the jaws of the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed by attempting to load clips in the jaws of the device by engaging the trigger. Upon trigger engagement, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The remaining clips were able to properly load into the jaws of the applier and close. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. No defects were observed. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: a corrective action is not required at this time as the reported complaint could not be confirmed for the sample that was returned. The reported complaint of "no clips fired" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found. The device was received with 8 clips remaining in the channel indicating that the end user fired 7 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No further action will be taken.

Event description:
The surgeon attempted to fire the applier but no clips came out. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600315 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The surgeon attempted to fire the applier but no clips came out. The patient's condition was reported as fine.